Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n220685014, implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 35mg/ml dilaudid at 14.9 mg/day, 500mcg/ml clonidine at 214 mcg/day, and 20mg/ml bupivacaine at 8.56mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was not getting pain relief. A catheter dye study was attempted but the hcp could not aspirate via the catheter access port. It was reported that the patient's pain management doctor and the patient will have a "discussion." It was reported that the issue was not resolved at the time of the report. It was unknown if surgical intervention was planned. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8709sc, lot# n220685014, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-jun-25. It was reported that due to medical issues unrelated to the pump/catheter, the catheter revision was just completed on (B)(6) 2019. When the hcp opened the back incision, the catheter actually broke. The hcp removed all of the old catheter and implanted a new catheter. The patient had requested a pump replacement as they did not want to return to surgery in approximately 4 years.

Manufacturer narrative:
Product ID 8709sc lot# n220685014 serial# implanted: (B)(4) 2010 explanted: product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The issue was first noticed at a doctor appointment. The cause of the inability to aspirate was not determined. It was reported that on an unknown date the catheter was revised. No further complications were anticipated/reported.